Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the attachment between the needle and the thread detached in the middle of the operation. No further information has been provided.

Manufacturer narrative:
H6: medical device problem code: 4008-material split, cut or torn instead of 2907-detachment of device or device component. Analysis and results: there are no previous complaints of this code-batch of which we manufactured and distributed in the market 3,528 units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample with the needle broken in the attachment area. The needle did not detach from the thread but broke. The used sample sent back shows that the needle has been hold in the attachment area and broke. We can easily see that the needle is totally damaged in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. The case is considered not confirmed as it has been a handling error. Please note that in the instructions for use of the product, in the precautions area it is informed: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Moreover, the defective sample received was damaged due to wrong handling by the user. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.